Manufacturer narrative:
Correction to section d1 - d4 - corrected the suspect medical device information from a lead extension to a lead. The incorrect device was listed within this section in the initial report submission and has been corrected. Correction to section h11 - additional suspect device that was reported in the initial report submission nm-3138-55 sn (B)(6) should not have been reported as there was no allegation of malfunction against the device. It was used to test impedances that were discovered to be on the lead during the procedure and was then discarded by the medical facility and was not returned to bsc.

Event description:
It was reported that during the second stage of the deep brain stimulation (dbs) implant procedure to implant the implantable pulse generator (ipg), it was discovered that there were high impedance measurements on the left unilateral lead at contacts 2a, 2b, 2c, 3a, 3b, and 3c. The physician re-opened the lead burr hole incision site to inspect the lead to see if there were any kinks on the lead that may have caused the high impedances. The lead remained implanted, and the field engineer assessed the high impedances would resolve in a few days. The physician believed there may be an air bubble or pocket surrounding the second and third levels of the lead, giving high impedance measurements. The patient is doing well post-operatively and the impedances have since resolved.

Event description:
It was reported that during the second stage of the deep brain stimulation (dbs) implant procedure to implant the implantable pulse generator (ipg), it was discovered that there were high impedance measurements on the left unilateral lead at contacts 2a, 2b, 2c, 3a, 3b, and 3c. The physician re-opened the lead burr hole incision site to inspect the lead to see if there were any kinks on the lead that may have caused the high impedances. The lead remained implanted, and the field engineer assessed the high impedances would resolve in a few days. The physician believed there may be an air bubble or pocket surrounding the second and third levels of the lead, giving high impedance measurements. The patient is doing well post-operatively and the impedances have since resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45. Serial: (B)(6), batch: 7112339.